Event description:
There were two separate issues with two different pc400 coils. The first was regarding a 2x4 extra soft curve. As the physician was inserting the coil into the (B)(4) microcatheter it appeared that the coils was "bunching" up in the hub. The physician retracted the coil to look at it on the bench. It appeared fine. However, when it was inserted again, it did the same bunching. The physician decided that she didn't want to attempt a third time. There was no impact on the patient. The second coil, the 2x4 complex extra soft, was inserted into the microcatheter and attempted to enter the aneurysm several times. The microcatheter could not stay positioned properly due to the dense packing of the first four coils. The physician tried several times to reposition the catheter using a wire, but it just wouldn't deploy. The coil had a significant amount of stress on it as it was attempted to be inserted. This was apparent by the "snaking" of the catheter as it was being deployed. The coil ended up pre-maturely detaching inside the microcatheter. The entire system was removed without impacting the patient. This MDR is associated with MDR 3005168196-2012-00329.

Manufacturer narrative:
Results: the first coil coil is attached to the pusher and when outside the sheath appears well formed. There is no visible damage. (This is the coil associated with this MDR 3005168196-2012-00328) the second coil and the pusher were returned separated. The coil is missing the proximal constraint ball. The pusher proximal pet lock is intact and the distal detachment tip (ddt) is in place and has the coil constraint ball captured in it with a piece of the stretch resistant (sr) wire still attached. These observations are consistent with an undetached coil. However, the coil is detached and has a broken sr wire. The first coil was withdrawn into the sheath and the sheath was introduced into an rhv attached a demonstration px400 microcatheter. With the sheath end within 1 mm of the hub shaft joint, the coil loaded easily into the catheter. The coil/pusher assembly is functional. When the sheath was further than 3mm from the hub shaft transition, the coil turned on itself and would not enter the catheter shaft. The second coil is broken and as a result is non-functional. Conclusion: the behavior noted for the first coil in the complaint was only duplicated by incomplete insertion of the sheath into the catheter hub. If inserted into the catheter hub properly, this coil has no issue. The damage noted to the second coil in the complaint in confirmed. The cause of the unintended detachment was a break of the sr wire. The complaint mentions that the coil was manipulated extensively. If during extensive coil manipulation in the patient, excess force was put on the coil, it may have caused the sr wire to break. It is unknown what the physician experienced "snaking" of the coil during insertion but this may have been caused by the dense coil mass already placed in the aneurysm. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.